Event description:
It was reported that the patients ipg was losing charge quickly and the patient was having difficulty charging the ipg. Database analysis revealed that the charge profile shows signs of poor charger to ipg coupling. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.